Manufacturer narrative:
Citation: eleid, m. Et al. "Transcatheter aortic valve replacement: state of the art and future directions." Annu. Rev. Med. 2017. 68:15¿28. Doi: 10.1146/annurev-med-101615-020427. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding transcatheter aortic valve replacement (tavr) treatment history, current state, and the future direction. The article is summary pulling from multiple literature reviews focused on tavr. Several manufacturers devices were noted including the medtronic evolutr (serial numbers not provided). Among all patients adverse events included: paravalvular leak (pvl), stroke/cerebral embolization, vascular complications, conduction disturbances (left bundle branch block, right bundle branch block, varying degrees of av block) with pacemaker implant. The number of events attributed to the medtronic product was not specified. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and a medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.